Event description:
2.6fr argon dl PICC placed by interventional radiology on (B)(6) 2021 in right femoral vein. Catheter trimmed to 16 cm with 0.5cm external length. On (B)(6) 2021 at 0600 crack found along blue hub where needless connector attaches PICC removed and IV therapy completed at that time.

Manufacturer narrative:
A review of the returned catheter found a cracked hub which would result in leakage, confirming the complaint. CAPA c-2020-016 was previously initiated to address the problem, however, the corrective actions implemented failed to mitigate the failure. The root cause investigation has been re-opened with a new CAPA c-2021-039. The CAPA will also capture the initiative to improve the product design.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
2.6fr argon dl PICC placed by interventional radiology on (B)(6) 2021 in right femoral vein. Catheter trimmed to 16 cm with 0.5cm external length. On (B)(6) 2021 at 0600 crack found along blue hub where needless connector attaches PICC removed and IV therapy completed at that time.